Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using an ilet pump with an inset infusion set placed the prior day; insulin delivery was visible on the ilet report, the cartridge contained adequate insulin, and the highest reported blood glucose was 298 with approximately five hours above range. Symptoms included feeling hot. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no hospitalization. Investigation included product-use troubleshooting and user education, including guidance to perform a full supply change if glucose did not decline, and follow-up confirmed glucose levels decreased without changing supplies and the user was doing well thereafter. Investigation of this case revealed no device alerts or alarms and no confirmed device or component malfunction; the concern for a bent cannula was not substantiated, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.